Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that an ophthalmic visco device was used during the cataract surgery with intraocular lens implantation (iol) the patient had a corneal burn. The surgeon used nylon suture to close the wound after the intraocular lens implant. The current patient condition is recovering. Additional information has been requested but none received till date. This report pertains to two of the two patients from the same facility.

Event description:
A customer reported that an ophthalmic console, phacoemulsification handpiece(s), an ophthalmic viscoelastic device and a phacoemulsification tip were used during the cataract surgery with intraocular lens (iol) implantation. The patient experienced a corneal burn. The surgeon used nylon suture to close the wound after the iol implant. It was also reported that three ophthalmic handpieces, each with a different serial number used on the two different patients were mixed up and hence the facility was unable to determine which handpiece was used on which patient. The patient has recovered from the reported event. This report pertains to visco opthalmic device (vgo) involved in this reported event.

Manufacturer narrative:
Additional information provided in sections b.5, h.6 and h.11. No sample returned for evaluation. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Retention sample inspection is not required for complaints of this nature. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the reported event. As no lot code or sample was received/confirmed, no further risk assessment can be performed. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.